Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the unit reported a battery deactivated error was most likely caused by the improper maintenance. Biomed will attempt to recondition the battery. Tech provided them with a copy of battery care ¿ service bulletin 592a for guidance. Recommend biomed to replace the battery with a new bd brand battery pack. If the issue continues after replacement, advise them to send the device in for factory repair for further evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error battery deactivated. There was no patient involvement.